Event description:
In 2007, it was reported to boston scientific corp that during an endoscopic retrograde cholangiopancreatography using a hydratome on a female pt (age unk), the "cut wire separated at the most proximal end of the cut wire and broke." The physician successfully completed the procedure using another same device. The pt's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the device returned indicates that the device has been used, and the cutting wire is broken at the proximal pierce hole. The broken ends of the cutting wire have a melted appearance, indication the wire was overheated at the break point. A full functional check of the returned device is not possible due to the broken cutting wire. CAPA was opened to address the broken cutting wire issues. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no addition complaints have been recorded for this lot. The april 2007 15-month jagtome (incorporates hydratome complaints) complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.